Manufacturer narrative:
The balloon catheter afapro28 with lot number 98928 was returned and analyzed. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. No air ingress issue was discovered during the compatibility test with the mapping catheter and sheath. In conclusion, the reported air ingress was not confirmed through product analysis. The balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air bubbles came out of the y connector when flushing the system before insertion into the patient. The system was flushed several times and the y connector was replaced without resolution. Finally, the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.